Event description:
Event description guidant received information that during a thoracotomy surgery, anesthesia indicated that the pacemaker was not capturing when the cautery machine was being used. The field representative wondered if the cautery machine had damaged the pacemaker. Once the cautery machine was turned off the patient's lower rate limit was less than the programmed lrl, possibly oversensing. A magnet was applied over the device and a magnet rate of 100 bpm was obtaine the field clinical representative arrived post surgery and the patient was in atrial fibrillation and the pacemaker was functioning properly.